Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, the device failed steps during testing. The device's flow sensor assembly and blower motor were found to be contaminated with dirt and dust. The device was recalibrated, cleaned and serviced and the flow sensor assembly was replaced to address the issues.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.